Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the patient underwent surgery for a spinal tumor in a prone position. It was a lengthy full-day operation. Following the conclusion of the surgery, during or immediately after turning the patient to a supine position, the patient experienced severe desaturation (8-16% spo2), and ventilation became impossible both mechanically via the ventilator and manually using the ventilator's bag. The operating room staff initiated an urgent alarm. The patient remained sedated, anesthesia was deepened, and additional muscle relaxation was administered. Switching to a separate revivator bag and removing the patient-proximal filter closest to the tube allowed for successful ventilation. The patient quickly recovered to 100% spo2. The patient was later awakened and appeared to have suffered no lasting harm from the incident.

Event description:
It was reported that the patient underwent surgery for a spinal tumor in a prone position. It was a lengthy full-day operation. Following the conclusion of the surgery, during or immediately after turning the patient to a supine position, the patient experienced severe desaturation (8-16% spo2), and ventilation became impossible both mechanically via the ventilator and manually using the ventilator's bag. The operating room staff initiated an urgent alarm. The patient remained sedated, anesthesia was deepened, and additional muscle relaxation was administered. Switching to a separate revivator bag and removing the patient-proximal filter closest to the tube allowed for successful ventilation. The patient quickly recovered to 100% spo2. The patient was later awakened and appeared to have suffered no lasting harm from the incident.

Manufacturer narrative:
The affected filter of type safestar 55 plus was provided for investigation. With this filter a high resistance could be confirmed. Within the optical inspection, some water drops were visible in the housing. Besides this no further conspicuities were detected. The filters are 100% tested for resistance during production so it can be excluded that a occluded filter was delivered to the customer. An increased resistance due to a occluded filter is detected by monitoring the ventilation pressure and volume and is alarmed by the therapy device depending on the set alarm limits.analysis in the laboratory has shown that a significant increase of the resistance could only be reproduced by applying a sudden gush of water. As it was reported that the symptom occurred directly after turning the patient it is conceivable that during this process a gush of water from the hose system has reached the filter and caused the occlusion. The instructions for use state as a warning that the filter must be replaced if liquid appears on the device-side of the product. The assessment also included an analysis of the properties of filter paper from different manufacturers compared with those of the safestar plus. For this purpose, a column of water was placed on the filters and was pressurized. For all tested samples a correlation between the applied pressure and the resulting resistance of the filter paper was found. Finally, it can be concluded that based on the results described above the safestar 55 plus filter corresponds to the state of the art without identification of deviation from specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.